Event description:
After an implantation period of approx. 62 months, a gradual increase in bipolar impedance with concurrent increase in rv threshold was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between september 3rd, 2018 and march 25th, 2019, the right ventricular pacing threshold rose gradually from initial 2 v onto 3.5 v in the end of the recorded period. In the recorded period between september 3rd, 2018 till april 30th, 2019 and from september 11th, 2019 till march 10th, 2020, the right ventricular pacing impedance rose gradually from initial 430 ohms onto 2100 ohms in the end of the last recorded period. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.